Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag more than 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was determined to be a communication failure between vu esm board and ip esm board. In consequence (correction) the vu esm board and ip esm board were replaced. There was no patient or user harm.

Event description:
Device went to ambient mode while ventilating with the mentioned tf. The device was sent back to biomed again and then checked. No clear issues were found. Please advice on the causes as well as the action needed for the device.